Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported issue. The reported issue was duplicated when functional test was performed. Technician was able to recognize characters. Resolution and disposition: power management (pm) board was replaced, as it was not properly supplying power to the lcd (liquid crystal display), which caused the screen to shake.

Event description:
The international customer reported the v60 screen was shaking and got worse as brightness was changed from 5 to 1. The unit was not being used on a patient when this was observed.

Manufacturer narrative:
Pm board was returned to the v60 vent manufacturing facility for evaluation. The pm board was installed into the manufacturer's test ventilator in an attempt to duplicate the reported problem. The results indicated that the display was flickering. As the brightness intensity was lowered the flickering speed and intensity increased and was at the worst state when brightness was set at a level of 1. The pm board was removed from the test vent and further inspection revealed that the failure was traced to the ferrite bead at fb1. It was found that pins 1, 2, 3, 6, 7 and 8 were shorted with approximately 103 ohms of resistance. The board pads were cleaned and the solder bridges were removed from fb1. The pm board was re-installed into the manufacturer's test vent. An attempt to boot into the normal ventilation mode was made. The display brightness was changed from 1 to 5 and back to 1 multiple times, with no flickering present. This customer complaint was confirmed. The cause was excessive solder paste which caused solder shorts on the bottom side of fb1. Removal of the solder shorts corrected the problem with this customer returned pm board. (B)(4).